Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel rhythm management system. Upon implant of the novel right ventricular lead, it was noted that there was capture failure. The physician attempted to reposition the lead, but the lead helix failed to retract. The procedure was completed using an alternate lead on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.